Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was peeled off. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Display glass is scratched, downstream occlusion (dso) seal peeled off, battery door and compartment have fluid damage was noted. Functional testing was performed. Remote dose test failed and pin in bolus connector is broken. The allegation made by the complainant was confirmed. The display glass and dso seal were both replaced. The device passed all functional testing after repair.